Manufacturer narrative:
Device expiration date: unknown; device manufacture date: unknown. Not confirmed: bd was unable to confirm the customer complaint for the claimed defect. It was not possible to carry out an analysis of the batch history, as the claimed batch is unknown. In addition, without samples or photos for analysis it is not possible to confirm the defects reported in this claim. Investigation conclusion: not confirmed: bd was unable to confirm the customer complaint for the claimed defect. It was not possible to carry out an analysis of the batch history, as the claimed batch is unknown. In addition, without samples or photos for analysis it is not possible to confirm the defects reported in this claim. Based on the investigation results to date the root cause was not determinate for this complaint.

Event description:
It was reported that separation occurred before use with a bd insyte autoguard cateter i.v. 22g x1.00¿ (0.9  x 25 mm) (B)(6). The following information was provided by the initial reporter. "The catheter disconnected from the hub when removing it from the package, making it impossible to use due to the non-fitting."